Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the event occur during one or multiple patient procedures? [Ans: multiple patient procedures]. What is the total number of procedures? [Ans: unknown]. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). [Ans: no, ot reported it as a general case]. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). [Ans: ot reported it as a general case and did not provide the exact number of events]. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to: 2210968-2022-01036.

Event description:
It was reported that a patient underwent a unknown procedure on (B)(6) 2022 and suture was used. During the procedure, suture broke easily during procedure. There were no patient consequences reported. Additional information was requested.